Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis, multiple strokes and high blood glucose on an unknown date and the insulin pump received button error. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The buttons do not respond correctly. The customer reported that the time clock was advancing. The customer declined troubleshooting for high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will not be returned for analysis.